Event description:
It was reported that, the patient had mrs proximal humerous. His shoulder is rising high. Need to shorten body on (B)(6). More details later. Update: the 40 mm head and 40 mm body were removed. A 22 mm head was replaced. The implant is sleeved over with a gortex aorta graft. The sleeve is held in place with mitek suture anchors into the glenoid.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.